Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: 2019-50863.

Event description:
A customer reported an intraocular lens (iol) as faulty. There was no reported patient impact. Additional information was requested.